Event description:
A medtronic cervical spine stimulator was implanted, in recovery, pt woke up not moving neck down. Now an incomplete quad. Lawsuit is pending in fed court. After much effort/depositions in turns out a lead referred to as specify 3998 due to its thickness caused the condition. Medtronic never received FDA clearance for its use in the clavicle area. It had been mentioned to medtronic's own reps the lead should not be used and why. Dr., medtronic's own educating doc known nationally was one. Nothing was done or reported & medtronic continues to market & sell this lead for cervical use without notification to pts & doctors of its increased, outcome/risks. The man whom patented this lead stated it shouldn't be used as it is. Medtronic's own patent attorneys state the same. Meanwhile medtronic states this lead is a class 3, its a class 2. I want this lead pulled and would appreciate your response. Dates of use: 2002 - 2008. Diagnosis or reason for use: pain. Event abated after use stopped or dose reduced? No.